Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cuff had a small tear. Functional testing found that the cuff deflated after few seconds when air was applied using a syringe. It was reported that the cuff did not provide complete seal. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Each tube's cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to a covid patient and the cuff did not provide complete seal. The patient oxygen saturation dropped to 29% and needed to be reintubated. Additional ventilator setting was also needed for the patient to recover and it took a while for the patient to recover.